Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in insulin pump history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device did not pass the audio test. There was no beeping when the volume was set to 1. The device beeped when it was set to volume 4. The customer's blood glucose during the incident was 334 mg/dl. The device will be returned for analysis.